Manufacturer narrative:
The return device was confirmed to be an 1188 a/c camera catalog # 1188410105, serial number (B)(4); the reported failure was confirmed. No problem during visual inspection of the camera head. The cable, keypad, enclosures, and soaker cap do not have any physical damage. S/n on the camera is intact and legible. Evaluation: 1188 autoclave camera head serial number (B)(4) was received and when the camera head was plugged into the ccu we noticed intermittence and color flickering every time the cable is bent or moved, this issue can occur when using vapor wand or even when it is not used. A signal wire was likely exposing from the casing and shorting to ground when the cable is moved. Our investigations agree with the complaint from the customer. The camera head was also fluorinate tested at 140 degrees celsius for five minutes and no leaks were detected. Root cause: short in cable. Based on previous investigations of similar reported failure modes, the root cause of intermittent video output is due to bending, kinking, high force impact or other damage to the cable which lead to shorting of the signal. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was interference on the screen when using the camera head. There were also horizontal lines that reappeared, which obstructed the view. However, it was an impaired view but not a complete loss of image during surgery. The surgery was completed successfully with no adverse consequences to the patient or medical intervention.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was interference on the screen when using the camera head. There were also horizontal lines that reappeared, which obstructed the view. However, it was an impaired view but not a complete loss of image during surgery. The surgery was completed successfully with no adverse consequences to the patient or medical intervention.